Event description:
As reported, two mynxgrip were attempted to be used; however both devices had a problem. When the first device was removed from the package, it was noted that the black hub was separated from the green shuttle. The balloon of the second device ruptured when pulling back to the artery after the first inflation was done. There was no reported injury to the patient. The deployer was trained in using the mynx device. Both devices were stored according to the instructions for use (IFU). The storage did not exceed 25 °c. The devices were removed from the package by use of the handle. The packages of both devices did not show any damages prior to opening. The second device which had the balloon rupture did not show any anomalies prior to use. The second mynx was prepped per the IFU. There was no resistance felt as the mynx (2) was advanced through the sheath with no excess force needed. The femoral artery did not have a stent or vascular graft. The puncture site did not have any pvd/calcium. There was no damage to the sheath noted after removal from the patient. Hemostasis was achieved by holding manual pressure. Both devices were discarded and will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: as reported, two mynxgrip were attempted to be used; however both devices had a problem. When the first device was removed from the package, it was noted that the black hub was separated from the green shuttle. The balloon of the second device ruptured when pulling back to the artery after the first inflation was done. There was no reported injury to the patient. The deployer was trained in using the mynx device. Both devices were stored according to the instructions for use (IFU). The storage did not exceed 25 °c. The devices were removed from the package by use of the handle. The packages of both devices did not show any damages prior to opening. The second device which had the balloon rupture did not show any anomalies prior to use. The second mynx was prepped per the IFU. There was no resistance felt as the mynx (2) was advanced through the sheath with no excess force needed. The femoral artery did not have a stent or vascular graft. The puncture site did not have any pvd/calcium. There was no damage to the sheath noted after removal from the patient. Hemostasis was achieved by holding manual pressure. 2021-00171943-1 the product was not returned for analysis. A product history review of lot f2123902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. 2021-00171943-2 the product was not returned for analysis. A product history review of lot f2123902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle displacement¿ and ¿balloon loss of pressure¿ could not be confirmed as the products were not returned for analysis. The exact cause of the reported events could not be conclusively determined. Handling factors and vessel characteristics may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged in any way. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, two mynxgrip were attempted to be used; however both devices had a malfunction. When the first device was removed from the package, it was noted that the black hub was separated from the green shuttle. The balloon of the second device ruptured when pulling back to the artery. There was no reported injury to the patient. Both devices were discarded and will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2123902 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.